Manufacturer narrative:
Pt's weight was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had some complications in their back and the device was removed. The patient stated that there was an infectious fungus growing that was surrounding the leads. The patient stated that they had a fusion on (B)(6) and the first culture was taken on (B)(6). The patient found out they had an infection a week before (B)(6). The entire system was removed on (B)(6) 2017 due to a bacterial infection. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still being treated as of (B)(6)18. Patient reported 42 days of infusion of dyctomyrien, 600 mg 30 minutes a day, continuing oral cipro 500 mg a day x2.